Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the casing on her onetouch meter (unspecified type) was cracked and broken. The medical surveillance specialist was unable to reach the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue occurred a year prior to contacting lfs. The patient reported managing her diabetes with novolog (self adjusting, based on sliding scale) and humalog (45 units in the morning and based on sliding scale at lunch/dinner time). The patient denied making any changes to her normal diabetes management due to the alleged issue occurring. The patient claimed that (B)(6) after the alleged issue occurred. She developed symptoms of "shaky, sweaty and thirst." The patient informed the cca that (B)(6) after the onset of symptoms, she was admitted to the hospital where a blood glucose result between "190-300 mg/dl" was obtained on an unspecified device. The patient mentioned that she was hospitalized for 1 week after being admitted. The specific treatment/diagnosis she received while hospitalized is unknown. During troubleshooting the patient informed the cca that "the meter is broken. Everything was cracked" and went on to say "that her grandson had got a hold of it and threw it away." The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event for the following conclusion(s): the medical surveillance specialist was unable to reach the patient to verify how the allegation caused/contributed to the onset of symptoms and hospitalization. Since no clarification could be made the complaint is being reported due to the patient claiming that they developed symptoms suggestive of a serious injury and that they were subsequently admitted to the hospital as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject device(s).